Event description:
It was reported that the cross arm brake on the 9800 system was broken. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on information provided the following components have been ordered. Cross arm brake assembly and brake pad. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional info is rec'd that indicates otherwise. A followup report will be submitted as requested.